Manufacturer narrative:
The esu was not returned to erbe for an evaluation. No issues were found in a review of the device history record (DHR). The provided investigation report stated: "the cause of the incident was the absence of sparks. The product should be self-tested before use to ensure that it can work properly." Furthermore, it was reported that the medical personnel were trained on the use of the product. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a polypectomy. No information was provided regarding any accessories used or the equipment settings. Per the reported: "no output signal of the device during polyp removal surgery, delaying the surgery, incomplete polyp removal and blood leakage."